Event description:
The customer reported to olympus that during the therapeutic procedure, sometimes the screen was not displayed on the hd camera head causing a five minute delay. The patient was not affected, and the procedure was completed by replacing the device. The delay was short, and no additional intervention or hospitalization was needed. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6) medical center the device was returned to olympus for evaluation, and the customer's allegation that sometimes the screen was not displayed was not confirmed. The device evaluation found the camera cable was scratched and flooded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the device not displaying an image was unable to be reproduced and a definitive root cause could not be identified, it was determined that the image was likely not displayed due to a temporary communication failure caused by water entering the scope from the scratched part of the cable. The reported events may be prevented by following these descriptions from the instruction for use (IFU): never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which would allow water to penetrate and damage electrical circuits inside the camera head. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.